Manufacturer narrative:
A bci field service engineer (fse) discovered the vacuum pump was intermittently failing, which caused the leak to occur at the peri pump. Fse replaced the vacuum pump. The instrument has been operating within specifications.

Event description:
A customer contacted beckman coulter inc (bci) customer technical support (cts) in regards to vacuum under limit errors and a leak from the access 2 immunoassay analyzer. No injury to the user was reported.